Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the outside of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during an unknown drain phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy. It was confirmed that the patient was unable to complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn reported that the patient is travelling currently and is out of compliance with therapy. Additionally, it was reported the patient is no longer a candidate for pd therapy and will be referred to the emergency department upon return. The cycler will be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the outside of the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during an unknown drain phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy. It was confirmed that the patient was unable to complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn reported that the patient is travelling currently and is out of compliance with therapy. Additionally, it was reported the patient is no longer a candidate for pd therapy and will be referred to the emergency department upon return. The cycler will be returned to the manufacturer for physical evaluation.